Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was moisture behind the display and no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/09/2017 with the following findings: during a visual inspection of the pump, evidence of moisture was observed behind the display lens. The battery compartment was observed to be cracked. There was no evidence of contamination inside the battery compartment. The returned battery cap secured properly to the pump, however, removal of the battery cap was difficult due to a worn coin slot on the top of the cap. The pump powered on with vibration alerts functioning, however, there were no audible tones functioning. In addition, the display was blank. A leak test revealed a leak due to a missing audio bolus cover. The pump case was removed, and there was evidence of moisture contamination found throughout the inside of pump. The pump black box data was unable to be downloaded and further testing not able to be performed due to internal moisture contamination. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.